Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was no reaction on the screen intermittently when using the touch pen. The programmer is still in use and will be replaced. There was no patient involvement.